Event description:
It was reported the greater trochanter ring and va locking plate failed to connect; there was possible cross threading after multiple attempts. Another ring and plate were tried, but also failed to connect. A third plate and distal spanning plate were used instead. There was an hour delay to the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review : part number: 02.221.121s. Lot number: 2408p53. Manufacturing site: mezzovico. Release to warehouse date: 11 nov 2022. Expiration date: 01 nov 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances related to the malfunction were identified. Jbl-nr-0019039 was initiated during the manufacturing for some surface defect, but the affected items have been reworked, inspected and fully released as documented on the DHR. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.